Event description:
A vague report was rec'd that when the intravenous administration set was removed from the infusion pump the roller clamp was not closed and the flow of solution occurred. No add'l specific info was rec'd. No pt injury was reported.